Event description:
Same case as manufacturer's report# 6000093-2007-00617. It was reported that during a subclavian vein angioplasty treatment procedure, the "wire was not able to be removed from the catheter. Entire system had to be removed from the patient and the access to subclavian vein had to be regained." The procedure was successfully completed with another of the same device. The current pt status is reported as "ok". Further information has been requested about this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.